Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis found the primary failure of broken molded insulator to be related to the customer reported complaint. Visual inspection was performed, and the instrument was found to have a broken molded insulator. The broken piece, measuring approximately 8.17 mm x 2.04 mm, was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Record with manufacturer report number 2955842-2024-16749 documents the return material authorization (RMA) of the instrument sheath from the same event.

Event description:
It was reported that during da vinci-assisted surgical procedure, the plastic holding jaws of fenestrated bipolar forceps came apart while in use. Fragments fell inside the patient and all pieces were retrieved during same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments were all inspected as the sheath was put on. It was unknown how long was the instrument / accessory in use prior to the issue, but it was not immediate after insertion. The instrument was not removed during the procedure. All the fragments were retrieved using grasper. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The case was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was sp robotic partial nephrectomy.